Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had their initial leads removed and replaced with a surgical lead. The patient stated that they didn't remember anything more. No patient symptoms were reported. Indication for use is lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.